Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose ranged from 40-60 (mg/dl). Reportedly, the customer delivered a bolus for dinner meal and delayed consuming dinner. The customer consumed dinner to treat the low bg level.